Event description:
The pt experiencing itching, rash, fever, spasms, sleeping problems, poor appetite, and respiratory problems. The symptoms developed over the course of an hour. The pt was hospitalized and received "symptomatic treatment." The rash and itching disappeared, but the spasms increased. The hcp suspected a failure in the pump and gave the pt a bolus of medication. The pt's respiratory status did not improve for several hours. The pt was discharged to home in their normal condition.